Event description:
It was observed that during the device evaluation, the subject device cable had kinks, and the tip had stains. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the cable had kinks is d02: cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.